Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the injection port was returned for analysis. Visual examination revealed stressmarks on the injection port, and a leak was observed from the bottom of the bond port. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that after 52 minutes into the donation procedure, a leak was noticedat the level of tubing at the injection site. The customer declined to provide the patient's date of birth. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Correction: manufacturing staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process. Trends are being monitored to determine appropriate corrective actions by manufacturing or engineering. Corrective action: an internal CAPA has been initiated to address the needless access leaks.